Event description:
Customer's mother reported her son's insulin pump has a crack on the screen. Customer's blood glucose is 203 mg/dl. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window. No crack was noted on the screen. The insulin pump had cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.